Event description:
It was reported, that the patient's right ventricular lead exhibited high impedance. On (B)(6) 2024, the lead was removed and replaced. During the same procedure, the patient's implantable cardioverter defibrillator was removed and replaced for unknown reasons. No further information was available. Related MFR number: (B)(4).